Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump does not alarm no delivery. The current blood glucose reading is 425 mg/dl. Customer has treated with manual injection. Customer stated for the last two weeks the blood glucose readings have been high. During troubleshooting, time and date are incorrect. Assisted customer with correcting. Programming is correct. Nothing further reported.